Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy and allergic to gold, had essure removed in 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), drug hypersensitivity ("I didnt have allergies prior: medicine"), food allergy ("I didnt have allergies prior: food"), perfume sensitivity ("I didnt have allergies prior: fragrances"), seasonal allergy ("pollen/grass allergy"), hypersensitivity ("hypersensitivity") and immune-mediated adverse reaction ("immune reaction"). The patient was treated with surgery (surgery to remove essure in 2015). Essure was removed in 2015. At the time of the report, the allergy to metals, drug hypersensitivity, food allergy, perfume sensitivity, seasonal allergy, hypersensitivity and immune-mediated adverse reaction outcome was unknown. The reporter considered allergy to metals, drug hypersensitivity, food allergy, hypersensitivity, immune-mediated adverse reaction, perfume sensitivity and seasonal allergy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, drug hypersensitivity, food allergy, hypersensitivity, immune-mediated adverse reaction, perfume sensitivity and seasonal allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy and allergic to gold, had essure removed in 2015') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), drug hypersensitivity ("I didnt have allergies prior: medicine"), food allergy ("I didnt have allergies prior: food"), perfume sensitivity ("I didnt have allergies prior: fragrances"), seasonal allergy ("pollen/grass allergy"), hypersensitivity ("hypersensitivity") and immune-mediated adverse reaction ("immune reaction"). The patient was treated with surgery (surgery to remove essure in 2015). Essure was removed in 2015. At the time of the report, the allergy to metals, drug hypersensitivity, food allergy, perfume sensitivity, seasonal allergy, hypersensitivity and immune-mediated adverse reaction outcome was unknown. The reporter considered allergy to metals, drug hypersensitivity, food allergy, hypersensitivity, immune-mediated adverse reaction, perfume sensitivity and seasonal allergy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, drug hypersensitivity, food allergy, hypersensitivity, immune-mediated adverse reaction, perfume sensitivity and seasonal allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.